Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical issue due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. The issue occurred during the middle of an unspecified therapeutic procedure while being used with a surgical generator. The generator was working as intended. The procedure was completed using the same device with no surgical delay.

Event description:
It was reported that during the demonstration, the subject device repeatedly displayed a warning for incomplete sealing, making sealing impossible. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1-facility name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.